Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-07794- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at site on (B)(6) 2024. The issue occurred with three simiar types of infusion sets used for 1-2 days. The patient faced at bleeding at infusion set site with two similar types of infusion sets. No further information available.